Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding what led to the revision, the patient started getting tight and was experiencing withdrawal. An x-ray showed an sc (sutureless connector) disconnect. The image previously provided which showed the sc connector not attached to the pump connector during surgery and showed the titanium housing exposed on the catheter was taken in surgery to show what the separation looked like. The patient was fine and recovered at the time of the report ((B)(6) 2018).

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a regulatory body reported the patient had a baclofen pump placed. The provider was experienced and there were no reported complications reported during insertion. The tubing was connected to the pump by squeezing the markers on either side of the tubing connector hub, allowing the slide clamps to go over the hub of the pump connection and slip into place upon release. The connection between the pump and the catheter was tested prior to closure by pulling back slightly on the tubing. An x-ray showed that the connection was in place and that there was no apparent strain or kinking of the catheter. The patient reported improved symptoms related to spasticity following the procedure. However two weeks later, the patient's symptoms worsened. Basic trouble shooting of the pump was attempted without relief. The patient was seen in the clinic four days later, and an x-ray revealed that the catheter had disconnected from the pump. The patient was taken to the operating room for catheter revision and pump pocket washout. The intraoperative findings did show a fluid collection consistent with cerebrospinal fluid (csf) in the pump pocket space. In looking at the catheter connector, it appeared that it used two semi-circular slide clips, that advance and retract when the connector hub is squeezed. These slide under the lip of the pump connection hub to hold the catheter in place. In looking at the catheter connector under a microscope, it appeared that one of the clip mechanisms was slightly askew and may have contributed to the release of the catheter connector from the pump connection hub. The hcp thought this may be a manufacturing defect for this particular catheter.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial# (b)(), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; (B)(6), (b)(). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported a malfunction occurred with the sutureless connctor (sc) on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. It was indicated an x-ray was performed. Images included with the report showed the sc connector not attached to the pump connector during surgery and showed the titanium housing exposed on the catheter. The catheter was replaced on (B)(6) 2018. It was reported the device would be returned, however the hospital was in possession of the device. The issue was resolved at the time of the report. The patient¿s status was provided as ¿alive - with injury¿ at the time of the report. It was specified the patient experienced withdrawal. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.